Event description:
It was reported when using the pyxis medstation es system, drawer experienced a malfunction and is unable to be opened. The customer reported that the malfunction caused delay in dispensing of the mediation to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band, row board cable and the drawer controller was not properly positioned. The field service engineer took apart the drawer and reseated the retractor band cable. Additionally, the row board cable was reconnected at the drawer controller. After reassembling the drawer, the device was powered on, and the proper functioning of the drawer was confirmed. The system functioned as intended after the field service engineer troubleshot the device.